Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth result was obtained during a patient correlation study processed on the vitros 5600 integrated system when compared to an OEM analyzer. In addition, two higher than expected vitros ipth results were obtained when comparing serum and plasma type samples processed on the vitros 5600 system. No ipth reagent or vitros 5600 instrument related malfunctions were observed at the time of the event. Sample handling and storage cannot be ruled out as contributing factors. As stated in the vitros ipth IFU, "specimen types should not be used interchangeably during the serial monitoring of an individual patient as measured concentrations may vary slightly between sample types." The magnitude of the observed difference between the serum and corresponding plasma vitros ipth results is unexpected. The root cause of this event is unknown.

Event description:
The customer obtained a higher than expected vitros ipth result (199.9 pg/ml) during a patient correlation study processed on the vitros 5600 integrated system when compared to an OEM analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory because testing performed was for the correlation study only. The OEM analyzer patient result was 145.0 pg/ml. In addition, two higher than expected vitros ipth results (serum sample 1 = 1145 pg/ml, serum sample 2 = 96.6 pg/ml) were obtained when comparing serum and plasma type samples (plasma sample 1 = 868.5 pg/ml, plasma sample 2 = 72.8 pg/ml) processed on the vitros 5600 system. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).